Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the physician was having issues inserting the iol but the lens would not advance, when physician pushed the lens haptic broke. There was no patient contact reported.there were no negative impact on the patient. The wound was not enlarged and no extra sutures needed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).